Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and embedded device ('spring-like ligation clips embedded within the uterine cornu') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included nsaids since (B)(6) 2005 and paracetamol (acetaminophen) since (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/ depression"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("pain- lower back area") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), bladder disorder ("bladder / urinary") and urinary tract disorder ("bladder / urinary"). The patient was treated with surgery (salping. (Unilateral),bilateral salpingectomy, unilateral oopherectomy - left side). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved and the embedded device, depression, hot flush, vaginal haemorrhage, anxiety, dysmenorrhoea, dyspareunia, weight increased and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, embedded device, hot flush, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 (summons) and (B)(6) 2005 (pfs) patient received treatment for pelvic / abdominal, menorrhagia (heavy menstrual bleeding). Approximate weight at the time of essure placement: 160 lbs. Discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2011: impression: abdominal and pelvic ascites, the attenuation is greater than what would be expected of simple fluid. No free air. No focal fluid collection suggestive of an abscess. Edema within the subcutaneous soft tissues, more focally pronounced just superior to the level of the umbilicus. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2010: impression: sub serosal fibroid identified. Large 4.4 cm left adnexal cystic lesion suggesting possible left ovarian functional cyst among other possibilities. Recommend correlation with follow up ultrasound in 8 to 10 weeks to confirm its resolution.; on (B)(6) 2011: impression: there is a now complex 3.6 cm left ovarian cystic lesion which demonstrates internal debris and a small focus of mural nodularity. Unremarkable right ovary. Uterine myomata. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: pfs received. New events added: hot flashes, abnormal bleeding (vaginal), anxiety,dysmenorrhea, dyspareunia, weight gain, lower back pain, plaintiff did not undergo essure confirmation test. Previously added event psych injury was updated to depression. Concomitant drugs, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder / urinary") and urinary tract disorder ("bladder / urinary"). The patient was treated with surgery (salping. (Unilateral)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 (summons) and (B)(6) 2005 (pfs). Patient received treatment for pelvic / abdominal, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 06-sep-2019: plaintiff fact sheet received: new events added: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, bladder / urinary. Outcome for event pelvic pain, bleeding and bladder / urinary problems were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and embedded device ('spring-like ligation clips embedded within the uterine cornu') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included nsaids since (B)(6) 2005 and paracetamol (acetaminophen) since (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/ depression"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish/mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("pain- lower back area") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), bladder disorder ("bladder / urinary"), urinary tract disorder ("bladder / urinary") and attention deficit/hyperactivity disorder ("psychological or psychiatric condirion: adhd"). The patient was treated with surgery (salping. (Unilateral),bilateral salpingectomy, unilateral oopherectomy - left side). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved and the embedded device, depression, hot flush, vaginal haemorrhage, anxiety, dysmenorrhoea, dyspareunia, weight increased, back pain and attention deficit/hyperactivity disorder outcome was unknown. The reporter considered abdominal pain, anxiety, attention deficit/hyperactivity disorder, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, embedded device, hot flush, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 (summons) and (B)(6) 2005 (pfs) patient received treatment for pelvic / abdominal, menorrhagia (heavy menstrual bleeding). Approximate weight at the time of essure placement: 160 lbs. Discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2011: impression: abdominal and pelvic ascites, the attenuation is greater than what would be expected of simple fluid. No free air. No focal fluid collection suggestive of an abscess. Edema within the subcutaneous soft tissues, more focally pronounced just superior to the level of the umbilicus. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2010: impression: sub serosal fibroid identified. Large 4.4 cm left adnexal cystic lesion suggesting possible left ovarian functional cyst among other possibilities. Recommend correlation with follow up ultrasound in 8 to 10 weeks to confirm its resolution.; on (B)(6) 2011: impression: there is a now complex 3.6 cm left ovarian cystic lesion which demonstrates internal debris and a small focus of mural nodularity. Unremarkable right ovary. Uterine myomata.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2019: pfs received. Event per pfs: psychological or psychiatric condition: adhd was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.